Manufacturer narrative:
This return material authorization (RMA) was reopened after a review of the attached images found that the single port maryland bipolar forceps instrument had a broken molded insulator. The failure analysis (fa) code for the finding has been added to the RMA, in addition to the existing code for thermal damage. The photo appears to exhibit a missing piece of the molded insulator. It does not appear the piece was returned with the instrument based on the images and investigation text.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a piece of plastic missing from tip of the maryland bipolar forceps instrument. The procedure was complete with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting missing piece, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the failure analysis replicate/confirm the customer reported complaint. Failure analysis found the primary failure of thermal damage on the instrument grip tips to be related to the customer complaint. Visual inspection of the distal end found both of the grip tips to exhibited thermal damage. The insulation of the tips is charred and appears melted, which is indicative to arcing. No pieces were missing, only a hole that was observed to be caused from the melting. The metal tips of the instrument do not exhibit any physical damage. An electrical continuity test was performed, and the instrument passed. The housing was removed from the back end, no obvious damage was observed. The root cause for the thermal damage on the grip tips is attributed to mishandling/ misuse. This complaint is reportable malfunction event due to the following conclusion: failure analysis identified thermal damage on the instrument grip tips. Thermal damage at or on the grip tips is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.